Event description:
Sterile processing noticed a black substance in the cygnus medical instrument lubricant. Epidemiology and microbiology were notified. Tests of the substance identified hyphe as well as bacterial growth. No patient involved. Dates of use: caught prior to use.